Event description:
No new event information has been received.

Manufacturer narrative:
Investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. The device was returned with the handle and the basket formation in the open position. The basket sheath is kinked 27.5 cm from the distal tip and 90.5 cm from the distal tip of the basket sheath. Functional testing determined the handle actuates the basket formation. Visual examination noted two of the four wires are twisted together, giving the appearance of only three wires instead of four. One of the four wires is bent. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history revealed no additional complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to have a damaged basket. One of the basket wires was bent, and two of the four wires were twisted together, giving the appearance of only three wires instead of four. The cause for the basket damage could not be determined, but it is possible procedural factors such as the size, shape, and location of the stone, or a tortuous path could have caused or contributed to the basket damage. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during the retrograde intrarenal surgery (rirs) procedure, the physician used the ncircle tipless stone extractor to capture the stone but the 4 wires become 3 wires and could not catch the stone normally. Thus, he used another new ncircle tipless stone extractor to finish this medical procedure and without difficulties. No unintended section of the device remained inside the patient's body. No additional procedures were required. There were no adverse effects to the patient due to this occurrence.